Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads around 300mg/dl. Last 5 blood results in memory: hi, hi, 335mg/dl, 425mg/dl, 600mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage.

Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads around 300mg/dl. Last 5 blood results in memory: hi, hi, 335mg/dl, 425mg/dl, 600mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).